Manufacturer narrative:
Product investigation summary: the review according the material and manufacturing documents has shown that the present ria drive shaft meets all the requirements and the ao / asif corresponding specifications. The exact reason for the problem that occurred cannot be determined without further information. We refer to our operation technique where it is mentioned that for the bone graft, a drill head is to be selected that is 1.0 mm to 1.5 mm larger than the diameter of the medullar canal in the isthmus. Therefore, we can only assume that the event was caused by a mechanical overload. The overload has exceeded the load limit of the material, which finally led to material failure. The fracture surface is homogeneous, indicating proper material quality. No product fault was found. The device history records and manufacturing documents were reviewed with no complaint related issues found. A visual inspection has shown that the tip broken off, that is likely due to exposure outside of approved paramets. As no product fault could be detected, no further action required. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was reported that the failure was detected during goods inspection in the loan department. The device has reportedly been used before; not classified as new.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the tip of the reamer irrigator aspirator system (ria) drive shaft broke. This report is 1 of 1 for complaint for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device instrument and is an is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.